Event description:
Information was received that a smiths medical cadd ms3 infusion pump was not working; lost programming. Incident did not occur while in use with a patient.

Manufacturer narrative:
Evaluation results: one cadd ms3 pump was returned for investigation in good condition. A review of the event history log did not show evidence of the reported product problem. The customer reported product problem could not be replicated. The pump passed all the functional tests. The pwa board was replaced as a preventive measure. The problem source of the reported product problem was unknown. A root cause was not established.